Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 41mg/dl at the time of the incident. The customer reported that she had a high blood glucose event on (B)(6) 2017 of 258mg/dl and a low blood glucose event on (B)(6) 2017 of 41mg/dl. The customer declined troubleshooting for low and high blood glucose and will call back. The insulin pump will not be returned for analysis.